Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons I got are falling apart [device breakage]. Case narrative: consumer reported via e-mail that the tampons are falling apart. No injury reported.